Event description:
The caller stated that the cuff deflated due to the pilot line popping off. The tracheostomy tube was replaced with a spare. Pt was not on a ventilator. No other info was provided.

Manufacturer narrative:
Return of the shiley msct tracheostomy tube for failure investigation has been requested. The lot number was provided and the MFR will review the lot history records. If the tube is returned and failure investigation results provide significant info, a follow-up report will be submitted.